Event description:
The facility reports when transferring the resident from the bed to the wheelchair, the clip on the sling broke and the resident fell into the wheelchair. No injuries were reported.